Event description:
The customer reported poor image quality, unusable display. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the display adapter board. System operates as intended. This MDR is related to ge healthcare (B) (4).